Event description:
Home patient reports leaving clamp closed on patient line tubing of homechoice set during initial drain of homechoice treatment. Home patient reports calling technical service center, from which operation service representative assisted them in completing treatment for the evening. No patient injury or medical intervention required per home patient.